Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal portion measuring 41.2 cm was returned for analysis. Final analysis found an internal abrasion breaching the rv cable lumen in between the shock coils at 7.3 to 8.2 cm from the distal tip. Internal abrasions were found in between the shock coils breaching all the lumens at 8.5 ¿ 10.5 cm and at 11.0 ¿ 13.0 cm from the distal tip. Additionally, internal abrasions were found breaching the re cable lumen at 26.0 ¿ 27.3 cm and the rv cable lumen at 26.1 ¿ 27.2 cm from the distal tip. The etfe coating was intact in these regions.

Event description:
This report is to advise of an event observed during analysis.